Event description:
An allegiance single used surgical cautery device was disposed of in a wall-mount sharps container. The activation switch for the device was depressed and the tip heated, causing heating and subsequent combustion of the sharps container. The fire extinguished by hosp staff performing a procedure in the room.